Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient provided they went swimming just after the icm device was implanted. While swimming the implant site opened and the icm device came out. Subsequently another icm device was implanted. The device is not expected to be returned. No additional adverse patient effects were reported.